Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical devices. The devices were inadvertently discarded upon explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 25-jan-2021, it was found that there was a grammatical error in the initial report. Manufacturer's reference number: (B)(4) on the initial report, it was stated that "it was reported that a 36-year-old caucasian female patient underwent a revision breast augmentation with a two 800cc mentor smooth round moderate plus profile prostheses. " however, the statement should've been " it was reported that a 36-year-old caucasian female patient underwent a revision breast augmentation with two 800cc mentor smooth round moderate plus profile prostheses. "

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, device migration. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a two 800cc mentor smooth round moderate plus profile prostheses and experienced bilateral cutaneous contour deformity and device migration postoperatively. The patient stated that both implants were flipped, but the right side appeared to be worse. In addition, the patient had bilateral rippling. The patient was informed by her implanting surgeon that her implants were placed submuscular. However, the patient¿s physician stated that her implants were actually placed above muscle based on mammogram and ultrasound. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The patient stated that her implants were noted to be 700cc saline breast implants upon explantation. However, mentor's record indicates that the patient's devices are two 800cc mentor smooth round moderate plus profile prostheses. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.